Event description:
Reporter indicated that the site was not able to get passed the screen alignment when trying to use a programming sys that had not been used for a long time. The sys would continue to bring up alignment points indefinitely. The programming sys has been returned for analysis, but analysis is not yet complete.